Manufacturer narrative:
Additional information: b2, b5 and h6. B5: upon follow up, it was reported that on an unreported date, the patient was admitted to the hospital due to abdominal pain and fever. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5 and b7. B5: upon follow up, it was reported on an unreported date, the antibiotic treatment vancomycin injection has been discontinued and the patient recovered from whole body infection and peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5. B5: upon follow up, it was reported that on an unreported date, the antibiotic treatment ceftazidime injection has been discontinued and the patient recovered from abdominal pain and fever. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and report of "whole body infection". The cause of peritonitis was reported to be "eat outside junk food". The cause of the "whole body infection" was not reported. It was reported that the patient was already in the hospital for first episode of peritonitis when the patient got second episode of peritonitis, hence hospitalization was ongoing. The patient was treated with vancomycin (1gm, every 5th, intraperitoneal, ongoing) and ceftazidime injection (1g, once daily, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient was recovering from the events. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
This report involves a patient who experienced "whole body infection" in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.